Event description:
A malfunction alarm was reported by the customer. There was no adverse impact to the customer's blood glucose level. The technical support team provided guidance on resetting the pump, which was successfully reset without the malfunction recurring. The customer was advised to continue using the pump and to contact support if the issue reoccurs.